Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 443 mg/dl. Customer's blood glucose was 497 mg/dl at the time of call. Customer thought that high blood glucose was due to settings. Customer sometimes did not count for all carbs. Customer was educated on the high blood glucose rules.